Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and loss of capture that resulted in asystole. The lead was capped and replaced. No further patient complications have been reported as a result of this event.